Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was still slightly filled when the foley was removed. It took some resistance from the nurse to withdraw 8ml of water prior to removing the foley. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon was still slightly filled when the foley was removed. It took some resistance from the nurse to withdraw 8ml of water prior to removing the foley. No medical intervention was reported. It was later noted that the patient experienced some mild hematuria after removal of the foley.